Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer usually experienced low blood glucose between the hours of 2:00 am and 3:00 am. Customer's blood glucose was 70 mg/dl. Customer's blood glucose at the time of call was 45 mg/dl. It was reported that drive support cap appeared normal. During troubleshooting, customer was assisted with changing basal rates. Customer declined further troubleshooting and just wanted to change basal rates.